Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An anuerx stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the patient reported emergently approximately 14 years post the index procedure with a type ia endoleak. The physician determined the cause of the event to be anatomy related. The physician reported the aortic neck had dilated and that the graft migrated or was placed low on the index procedure. The patient received treatment with an aortic extension. The leak was confirmed to be resolved on a follow up CT scan. No additional clinical sequelae were reported, and the patient is fine.